Manufacturer narrative:
Product was requested to be returned but was not received for evaluation. This report is based solely on the customer's reported issue. Since the actual device was not returned and there is not enough information about how the patient was able to escape, the reported issue could not be confirmed. A DHR review could not be performed since there was no lot number provided for this device. Stock samples were tested and when applied according to the instructions for use the restraint functioned as intended. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. The instructions for use contain directions on applying the device. Additionally, a label on the device itself advises users to twist the buckle before inserting to prevent the strap from loosening. Following these instructions should prevent loosening of the product. A warning is provided that additional or different body or limb restraints may be needed if a patient pulls violently against the bed straps and/or to reduce the risk of the patient getting access to the line, wound or tube site. Facilities should always monitor patients per facility policy. Manufacturer reference file # (B)(4). Device not available.

Event description:
Customer reported the restraint stretches enough to allow a patient to escape the wrist cuff. The date the issue was discovered is unknown and there was no patient injury reported.